Event description:
It was reported that the external pulse generator would not shut off, even after the "off" button was pressed repeatedly. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).